Manufacturer narrative:
B3: event unknown; no information has been provided to date. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Occlusion test was performed and unable to duplicate the customer's problem. The device's positive supply value was within specifications. No further action taken besides cleaned, greased and calibrated the pump, which passed all functional and delivery tests.

Event description:
It was reported that the device has positive supply bond test error. There was no patient involvement and no patient harm/adverse event.